Manufacturer narrative:
Section b5, d7: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient returned to the operating for a pump exchange on (B)(6)2019.

Manufacturer narrative:
The approximate age of device: 6 years 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that drive line fault alarms were observed. Technical services reviewed the submitted log files, and drive line fault alarms, a pump stoppage, and or pump decelerations were confirmed. On (B)(6) 2019, technical services performed a distal end percutaneous lead (driveline) replacement. After the repair additional pump stoppages and drive line fault alarms occurred. The patient was given an ungrounded power module patient cable with a pump exchange scheduled for mid-july. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline (dl) wire damage that could have contributed to the reported events. Approximately 17¿ of the patient¿s driveline was replaced on (B)(6) 2019 via work order# (B)(4). Evidence of a previous driveline repair was present on the returned segment of dl. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Visual examination of the previous repair revealed damage to the gray shrink tubing, approximately 11.5¿ and 13.5¿ from the controller connector. No damage was observed to the underlying layers of the repair. The previous repair, silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient later underwent a pump exchange on (B)(6) 2019 and (B)(4) was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing. The distal end was returned in two segments ¿ an 11.5¿ middle segment and the 24.25¿ distal end. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Evaluation of the pump¿s blood contacting surfaces upon disassembly also revealed no evidence of developed depositions or thrombus formations. Electrical continuity revealed that the orange wire of the 11.5¿ middle segment of dl failed to conduct within acceptable resistance range. The remainder of wires passed electrical continuity testing. The silicone jacket, clear bionate, and metal braided shield were removed from each segment of dl to examine the underlying wires. Visual examination of the 11.5¿ middle segment of driveline revealed breaches to the insulation of the green wire (3.25" from the pump housing), orange wire (3.5" and 5" from the pump housing), brown wire (3.75" from the pump housing), and yellow wire (5" from the pump housing). The orange wire was lightly pulled in an attempt to identify an area of conductor breakdown. The wire completely severed at the proximal area of insulation breakdown, suggesting that the conductors had already begun to break down while (B)(4) was supporting the patient. The green and yellow wires redundantly support motor phase 1, the brown wire redundantly supports motor phase 2, and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The damage was then bypassed and the remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The conductor breakdown that was observed on the orange wire would have caused the driveline fault alarms that were confirmed through the analysis of the submitted log files. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors from any phases¿ wires made contact with each other or simultaneous contact with the braided shield on either the power module. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. No further information was provided. The manufacturer is closing the file on this event.